Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The patient had ineffective relief from their scs system. As a result, the patient's scs system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patients leads had high impedance preventing the patients scs system from entering MRI mode. Patient also reported ineffective relive from their scs system. Patient underwent surgical intervention on (B)(6) 2023 where in the patients scs system was explanted.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3450530.